Event description:
The customer reported that the pt desaturated while on the ventilator. The respiratory therapist (rt) reported that the nurse had given 100% o2 to the pt because the pt was struggling at the time. The rt mgr reported that during routine suctioning, the 100% o2 key was pressed when the ventilator started alarming with high internal o2 message. The rt reported the pt's heart rate was low, and o2 saturation dropped to 60% spo2. The pt was bagged. The customer reported the pt suffered no harm or long term effect.